Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up pacing failure and an increase in pacing threshold was noted when it comes to this right atrial (ra) lead. The root cause of the high pacing thresholds was due to the patient myocardium. A revision took place but the lead status was not changed, and the device was reprogrammed. The lead remains implanted. No adverse patient effects were reported.